Event description:
Three hemobahn devices were placed to exclude a popliteal aneurysm. Because of severe calcification and stenosis in the popliteal artery, the first device would not reach the target location and had to be moved more proximally. A second device was passed through the first device and placed more distally, leading to an edge in the lumen tract. A third device was placed proximally. All devices were functioning at the end of the procedure with no signs of endoleak. Approximately 29 months post implantation, an endoleak was observed coming from the device in the aneurysmal vessel section. Aneurysm enlargement from 2.5 cm to 4 cm was noted. In addition, a pulsating structure was seen inside the hemobahn device, which was suspicious of being the inner layer of the device, which appeared disconnected from the stent. Act scan taken 1 month later showed a defect in the most distal devicejust below the most distal overlap with the device in the center. A 'break' appeared to be evident, which appeared to be associated with contrast leakage. One month later, a revision procedure was performed and another hemobahn device was placed, resolving the endoleak. All devices remain in the pt.